Manufacturer narrative:
The customer reported complaint that the auto pulse platform (sn (B)(6) performed 1-5 compressions, then displayed an unknown error code, and the auto pulse life band would not realign was confirmed during the archive data review and functional testing. Based on the archive data review, the unknown error message reported by the customer was determined to be fault code 16 (timeout during takeup). The error was reproduced during the functional testing. When an error message is displayed, the life band will be unable to retract. The root cause for the fault code was due to a motor controller board failure, likely attributed to the age of the device. The auto pulse platform was manufactured in dec. 2016 and is over 7 years old, past its expected service life of 5 years. The secondary complaint of the platform displaying user advisory (ua) 02 (compression tracking error) was confirmed during the archive data review but not during functional testing. The (ua) 02 was not reproduced during functional testing. During visual inspection, the front and bottom enclosures were observed to be damaged, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom enclosures will be replaced to address the issue. The archive data indicated the auto pulse platform was last powered on 01/19/2024, near the reported event date, and prompted (ua) 02 (compression tracking error) and fault code 16 (timeout during takeup), confirming the reported complaints. (Ua) 18 (maximum takeup depth exceeded) was also observed on the same date, unrelated to the reported complaint. The auto pulse platform failed initial functional testing due to the displayed fault code 16 upon pressing the start button, thus, confirming the reported complaint. The motor controller board was replaced to remedy the fault. The brake gap inspection was performed and verified the gap was within the specification of 0.008" ±0. 001". The (ua) 02 and (ua) 18 error messages observed in the archive were not reproduced during testing. The load cell characterization check was performed, and both load cells functioned within the specification. Unrelated to the reported complaints, a worn plunger shaft lock was observed, likely attributed to wear and tear. The plunger shaft lock will be replaced to remedy the issue. User advisory is normally a clearable error message and is designed into the auto pulse platform to alert the operator that auto pulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the auto pulse® has detected a change in life band tension. This advisory can happen when the patient or life band is out of position, or if the life band is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the life band is properly closed. Pull up completely on the life band, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6) .

Event description:
The customer reported during shift check, the auto pulse platform (sn (B)(6) performed 1-5 compressions, then displayed an unknown error code, and the auto pulse life band would not realign. This has occurred before multiple times during trainings and calls. The crew tried a second autopulse lifeband, but the "align patient" error message continued to be displayed. The crew also mentioned user advisory (ua) 02 (compression tracking error) error message. No patient involvement.